Manufacturer narrative:
.

Event description:
It was reported that a vns patient had increasing pain complaints around the generator during dexa scan, and this continued during the evening. The patient tried to switch off the generator with the magnet but without success (probably the patient did not do this correctly). In the next morning the pain was gone. The review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. The review of the available programming history did not reveal any anomalies. Follow up indicated that the device was not switched off prior the dexascan procedure. It was also reported that the normal mode and system diagnostic mode were ok in (B)(6) 2015 and (B)(6) 2016. The dcdc= 0 was observed on normal mode diagnostic during the two last visits, the medical professional indicated that according to this value there is no reason for a complaint or further examination.